Event description:
The service report shows the audible alarm failed to activate as anticipated. The nellcor puritan bennett customer support engineer verified the failure to alarm. The engineer inspected the device and reseated all circuit boards and wire terminal connections, noting no obvious problems. The unit passed extended self testing, and the alarm was noted to be functioning properly after these adjustments were made. No components were replaced at the time. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.